Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a replacement procedure (date is unknown).according to the complainant, the gastric tube had a leak in it. The device was replaced with an endovive standard balloon replacement kit on (B)(6), 2012.the patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the complainant indicated that the device will not be returned for evaluation, as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.